Event description:
It was reported, following a successful esophageal dilatation procedure utilizing this balloon catheter, an esophageal tear was noted. The pt was admitted overnight and monitored and no further treatment was required. Their present condition is good. No product malfunction was reported. No further details regarding the circumstances surrounding this event are available. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the balloon inflated to indicated balloon dimensions without any problems. The outer diameter at each balloon inflation dimension met mfg specifications. The balloon met all specifications and no problems were noted. Since no product malfunction was reported no problems were noted upon evaluation, co believes the pt's pre-existing condition contributed to this event. Follow up indicated this pt had a pre-existing condition called "schatzki's ring" and was treated approximately eighteen months prior with rigid dilatations of the esophagus. At that time, a tear in the same area of the esophagus had occurred. Co's directions for use state: "possible complications that may result from an ailmentary tract balloon dilatation procedure include, but may not be limited to: perforation; hemorrhage; hemotoma; septicemia/infection; allergic reaction to contrast medium."